Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause for the postmarket surveillance with the referenced tjf study. There were no deviations observed during the environmental investigation and the automated endoscope reprocessing (aer) machine inspection. The user facility used a medivators dsd edge aer to reprocess the subject scope. Although no reprocessing procedure deviations were observed, based on the investigations, insufficient/improper reprocessing procedures cannot be ruled out as a contributory factory of the reported event.

Manufacturer narrative:
Olympus field personnel was dispatched to the user facility to review the sampling technique of the sampler and the facilitator who took the sample from the subject scope. The following deviation was noted during the audit. Olympus field personnel instructed the appropriate technique to the sampling staff. Someone entered or left the sampling room during the sampling audit. The exact cause of the reported event could not be conclusively determined at this time, because the investigation of this case is ongoing.

Manufacturer narrative:
As part of the post market study, the scope was forwarded to an external expert for destructive sample testing. The destructive sampling identified following organisms that are categorized high concern organisms; rosemona mucosa and brevundimonas vesicularis. The reported klebsiella pneumoniae was not identified. The external expert noted the following during destructive sampling: bleaching of the glue of the distal bending section, porous glue around the distal end light guide lens and the nozzle and the presence of oxidation under the glue around the distal end light guide lens and the distal end body near the forceps screw. The scope was sterilized at an independent laboratory and returned to the service center for repairs. The cause of the reported positive culture cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The referenced scope was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time. However, olympus will continue to investigate and obtain more detailed information regarding the reported events. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study, the scope cultured positive for klebsiella pneumoniae after reprocessing. There were no associated patient infections reported.